Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which it was noted that there was a lack of fluid in the system due to a possible pin hole in the cuff. The patient seemed to tolerate the surgery well. No more information available at the moment. The explanted device is not expected to be returned. A supplemental report will be submitted should the product be returned for analysis or additional information received.